Manufacturer narrative:
The sample has not been received for evaluation. Upon completion of the evaluation, a follow-up report will be submitted. Review of the product reporting database revealed no similar reports have been received for lot#r04g14069. Batch review of lot#r04g14069 revealed that there were no aberrancies noted.

Event description:
Customer reports upon flushing the device with saline, the tubing falls off of the clearlink luer valve. Reported condition occurred during patient use; however, no patient injury resulted.